Manufacturer narrative:
(B)(4). The device is reported to be available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site hub, or septum, of an interlink IV catheter extension set bulged out. The step of therapy during which this occurred was unknown. There was patient involvement; however, no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A simulated use test was also performed in which the injection site was accessed by a cannula and the set was primed. No issues were noted during this test. The cause of the inverted septum could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was returned for evaluation. Visual inspection identified an inverted septum in the interlink injection site. Clear passage and pressure testing were performed with no defects identified. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up report will be submitted.